Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14dec2018. Philip's field service engineer (fse) performed remote troubleshooting with the customer. The customer was advised that the liquid crystal display required replacement. An fse was dispatched to provide onsite support. The fse went onsite to the customer's location; however, customer requested part information only. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Event description:
It was reported that the unit display would go blank and there was streaking across the display. There was no patient involvement. The event date was not specified; estimate used.